Event description:
Allegedly, the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2014-00106, -00107, -00109, -00110. This report will be updated when investigation is completed.